Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 1 month, 19 days due to unknown reasons. The explanted valve was replaced with a 27mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation). Corrected sections : h6 ( investigation findings and investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non conformance and or one was not suspected or confirmed through investigation no labeling non conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error based on the information available, a definitive root cause cannot be conclusively determined. The subject device is not available for evaluation . DHR was not performed. A definitive root cause cannot be conclusively determined edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 1 month, 20 days due to unknown reason. The explanted valve was replaced with a 27mm 3300tfx valve. Per medical records, the patient initially presented for a redo aortic valve replacement (avr), ascending aortic replacement tricuspid valve repair, mitral valve repair and removal of permanent pacing leads and generator. The explanted aortic valve was replaced with a 27mm 3300tfx magna ease prosthetic valve. Concomitantly, the patient underwent tricuspid valve repair using a 36mm 4900t mc3 annuloplasty ring. Pos-operative echo demonstrated no aortic valve regurgitation, prosthetic valve gradients: peak 27 mmhg, mean 15 mmhg. Subsequently, the patient underwent postoperative pacemaker placement. Later, post operatively the patient underwent open sternal wound debridement and bilateral pectoralis major flap reconstruction due to a sternal wound infection with mediastinitis. During this procedure, specimens were collected and sent to pathology. The reconstruction was completed successfully. Postoperative echocardiogram was demonstrated normal aortic valve prosthesis with gradient of peak 22 mmhg, mean 11 mmhg. This is an 85-year-old patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 1 month, 20 days prophylactically due to aortic graft infection. The explanted valve was replaced with a 27mm 3300tfx valve. Per medical records, patient was admitted for mssa bacteremia with sternal wound swab positive for mssa, staph capitis, and staph epidermidis. Patient was taken to the or for mediastinal washout with vac placement and operative cultures got mediastinal wound were positive for mssa. Infection was noted to track down to aortic graft. Patient was taken to or for redo ascending aorta replacement with avr. Patient discharged on pod#21. Per pathology, periaortic tissue noted to have focal acute inflammation. Aortic valve without acute inflammation. This is an 85-year-old patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.